Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient arrived to clinic on (B)(6) 2024 with noted telescoping to modular cable and damage to driveline. Rescue tape was applied to driveline. It was attempted to connect the new modular cable to the secondary system controller without success of insertion of connector into the controller. The controller was also replaced along with modular cable. It was indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable being unable to be inserted into the backup system controller (serial number: unknown) could not be confirmed, as the product was not returned for analysis. Available information indicated that the system controller was exchanged. It was noted on the medwatch form that the patient experienced an adverse event that required intervention, but the type of adverse event was not specified. Multiple attempts were made to obtain additional details related to the event, but no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) (rev. D) and patient handbook (rev. A) can be found on the eifu page of the abbott website. Section 2 of the IFU, ¿system operations,¿ contains instructions regarding how to disconnect the drivelines from the system controller. This section instructs the user to orient the system controller, so the display is facing down, rotate the safety lock to the unlocked position, and firmly press the red button under the safety lock, while pulling the system controller driveline connector from the socket. The section further instructs the user to grasp the bend relief of the modular cable while removing it and to not pull on or bend the system controller driveline connector. Section 4 of the IFU and patient handbook, ¿living with the heartmate 3¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the system controller were unable to be reviewed as the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.